Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. A review of the manufacturer's database indicated that the patient has died. There is no allegation from a health care professional that the patient's death was device related.

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. A review of the manufacturer's database indicated that the patient has died. There is no allegation from a health care professional that the patient's death was device related. Later follow up with clinic reported there was never any problem with the device - all device checks had been fine. Patient had severe cardiomyopathy and in 2009, experienced increased shortness of breath. Device interrogation showed patient had premature ventricular contractions and developed pacemaker mediated tachycardia causing a syncopal episode. Device was reprogrammed. Patient admitted to hospital four months later, to update her heart failure regimen and discharged one week later. The cause of death is unknown to the clinic.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related. Evaluation summary: analysis revealed a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.